Event description:
Meropenem infusion started at (B)(6). At 0715 the pump alarmed that the infusion was complete. The IV balloon was still full and medication had not infused so the pump was restarted to infuse medication over 1 hour at a rate of 100ml/hr. At 0735 the pump alarmed that the infusion was complete and the medication was completely gone. The pump was removed from the room and given to a central supply who reported it to the manufacturer. The event was reported to me and I reported to central supply, director of nursing and pharmacist. Dr. (B)(6) notified and patient's condition did not change. Meropenem can be infused over 15 minutes so patient was not harmed.